Event description:
This complaint is from a literature source. The following literature cite has been reviewed: hill d, rogers p, phillips j, waterson b, toms ad. Spect-CT may aid in determining which side of a revision stemmed implant problematic total knee replacement is loose when planning revision surgery. Knee. 2025 jan; 52:179-194. Doi: 10.1016/j.knee.2024.10.016. Epub 2024 nov 25. Pmid: 39591899. Objective/methods/study data: the aim of this study is to evaluate spect-CT in the diagnosis of single component aseptic loosening in patients with a problematic cemented stemmed tkr (total knee replacement). Between october 2017¿october 2021, a total of 30 patients were investigated with a spect-CT. Patient age at time of investigation: median = 70 years (iqr = 60¿79), and range = 54¿88 years. 63% were female (n= 19) and 37% were male (n+ 11). Out of the 30 patients who were investigated, patient ID: 10 was using johnson and johnson srom hindge. With a minimum 24 month follow up. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: srom (johnson and johnson). Adverse event(s) and provided interventions possibly associated with unk knee femoral srom (qty 1), n=1; patient ID: 10, aseptic loosening = revision. Adverse event(s) and provided interventions possibly associated with unk knee tibial tray (qty 1), n=1; patient ID: 10, aseptic loosening = revision.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. No device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.